Event description:
It was reported that the ilet pump displayed alert 41 during a rewind attempt, and the alert persisted after four restarts, indicating an insulin mechanism rewind error consistent with an insulin drive/shaft malfunction. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included replacement of the pump and user education on shutdown procedures, data handling, and continued cgm use with dexcom. Investigation included customer troubleshooting and device replacement with instructions for return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.